Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. (B)(4). Evaluation summary investigation found the display was blank and the pen (batch 0807c03, manufactured july 2008) could not be powered on. Ingress by an unknown liquid while in the field resulted in rust, residue, and corrosion that created an excessive current load and depleted the battery, resulting in a blank display. A cracked lcd cable was also found. Powering on the device with an external power supply noted missing dose segments in the display due to the cracked lcd cable. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to contact lilly or your healthcare professional.' Corrective action, moisture/liquid ingress corrective action to redesign the circuit board to improve protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other corrective actions, implementation is targeted for q1 2012. Supply of the device has been temporarily interrupted while improvements are being implemented. Corrective action, cracked lcd cable corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional online control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012. Improper use and storage - the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir battery was empty. The humapen memoir was associated with product complaint (B)(4)/ lot 0807c03. The device was returned on (B)(4) 2011, and during the investigation missing segments were observed in the dose numbers after restoring power to the device. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir battery was empty. The humapen memoir was associated with product complaint (B)(4) / lot 0807c03. The device was returned on (B)(6) 2011, and during the investigation missing segments were observed in the dose numbers after restoring power to the device. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011. Update (B)(4) 2011: additional information received (B)(4) 2011 via global product complaint database. Added device specific safety summary. Updated EU/ca device and medwatch info area fields. Added psur comment.